Event description:
The customer reported that this device did not recognize the therapy cable. There was no pt impact.

Manufacturer narrative:
The customer reported that this device did not recognize the therapy cable. There was no pt impact. The device was evaluated at philips, and although the reported symptom could not be reproduced, wear was noted on the therapy port. This is consistent with an intermittent malfunction of the therapy port. The therapy port was replaced to resolve the symptom.